Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.0¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and returned strips (strip lot number: d180116-1). The control solution tests for level low were 54/56 mg/dl, for level high were 242/252 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 210~320 mg/dl. All results were within the acceptance range. Pass we tested the retain strips (same as patient's strip, lot number: d180116-1) with suspected meter and in house control solution. The control solution tests for level low were 58/63 mg/dl; for level high were 246/255 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 210~320 mg/dl. All results were within the acceptance range. Pass.

Event description:
It was reported that medical attention was sought on (B)(6) 2019 at 7am due to the end-user being unresponsive after getting a normal result on his prodigy meter. End-user stated he received a reading of 114mg/dl on his prodigy meter. He stated that his wife called ems when he became disoriented and unresponsive. End-user is unsure of how long the ems took to arrive. Upon arrival the ems tested his blood glucose with their meter and got a result of 40mg/dl. The ems administered glucose IV to the end-user to bring his blood glucose back up. End-user was not transported to the hospital. He stated that he has used his prodigy meter for 2 years and tests his blood glucose 3 times daily. His normal range for that time of day is 90-100mg/dl no additional details were provided.